Manufacturer narrative:
E1: reporter phone #: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed the following issues, low air leakage, low minute ventilation, low tidal volume, and displayed no monitored values. The device was in clinical use when the issue occurred. Based on the information currently provided and available, during clinical and therapeutic use of the v60 ventilator, an unspecified malfunction was alleged to have occurred, triggering a device alarm to which a nurse responded. The device reported low air leakage, low minute ventilation, low tidal volume, and displayed no monitored values. The patient was noted to have experienced temporary hypoxia (values unspecified), during the event in question. The patient was quickly removed from the ventilator and closely monitored. No further injury or harm was noted within the complaint record. Additionally, it was noted within the complaint record that the v60 ventilator was utilized to provide life support to the patient in question. As per the device indications for use, the v60 ventilator is not intended to provide life supporting or life sustaining therapy to patients. Clinical assessment has defined that unspecified desaturation of peripheral oxygenation (spo2) does not constitute a serious injury; therefore, the device did not cause and/or contribute to a serious injury or death. Further good faith efforts are required to determine the extent of the patient harm incurred. The investigation is ongoing.

Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the customer had the flow sensor assembly replaced, and the issue was resolved. The device was returned to service.